Manufacturer narrative:
Correction: the power was returned. Analysis updated. Analysis on the returned power cable resulted in a physical damage failure that was found through functional testing and visual/physical examination. Analysis states that the ground prong has been broken off and is missing. The cable passed a continuity test with no opens or shorts detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: updated with work order. A medtronic representative went to the site to test the equipment. Testing revealed that the ground prong was missing from the power cable. The representative replaced the power cable. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the analysis was inconclusive and probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a posterior cervical spinal fusion, an imprecision was observed. When moving the navigation system, it was unplugged from a known operational outlet and the system powered down without prompt. The system was plugged back in, restarted and navigation was resumed and appeared accurate. There was no reported impact on patient outcome. No additional information was provided.